Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: a total of 2 low events were detected within the specified date and time range. A low event is defined as a glucose less than 54 mg/dl in a 2-hour period. The results of the investigation for each event are included below. Blood glucose (bg) of 23 mg/dl was entered into the pump by the user on (B)(6) 2019 at 10:58:11 pm. Blood glucose (bg) of 234 mg/dl was entered into the pump by the user on (B)(6) 2019 at 10:58:14 pm. This indicates that the bg of 23 mg/dl was likely entered in error. Blood glucose (bg) of 45 mg/dl was entered into the pump by the user on (B)(6) 2020 at 12:05:02 pm. The user made the following bolus request(s) without entering current glucose or carbohydrates: time: 07:23:34 am date: (B)(6) 2020 iob: 0.00. Requesting a bolus without entering current glucose or carbohydrates may lead to a low bg event. Blood glucose (bg) of 41 mg/dl was entered into the pump by the user on (B)(6) 2020 at 7:46:19 pm. A 200% temporary basal rate was initiated by the user with a duration set to 180 min was observed at 5:04:30 pm on (B)(6) 2020. Initiating a temporary rate greater than 100% without consulting an hcp could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple intermittent low blood glucose (bg) events with the lowest bg of 42 mg/dl; cause was unknown. Juice and fruit snacks were consumed to treat bg level. Recommendation was made to consult with healthcare provider regarding diabetes management.